Event description:
During a laparoscopic nephrectomy, the device delivered an incomplete staple line. The reload only fired two staples and then locked out. There was no adverse consequence to the pt.